Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510/k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+3.0/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. It was reported toxic anterior segment syndrome (tass) was observed. Steroids were prescribed. At the post-op visit on (B)(6) 2021, the problem was resolved and steroids were no longer prescribed. The lens remained implanted. The cause of the event was unknown.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+3.0/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. It was reported toxic anterior segment syndrome (tass) was observed. Steroids were prescribed. At the post-op visit on (B)(6) 2021, the problem was resolved and steroids were no longer prescribed. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510/k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).